Event description:
It was reported to defibtech that an AED displayed a low battery warning during a rescue attempt, followed by a service code 200 after the rescue. Service code 200 is a code associated with the battery voltage being unreasonably low. It was reported that the patient was not resuscitated. Log files from the AED related to this event are not available; therefore, a comprehensive review of the device's performance and maintenance could not be conducted. However, given the nature of the complaint, this MDR is being filed out of an abundance of caution.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.